Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with static fill estimate issue noted while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received education that issue could occur due to large variance in measured pressures used to calculate remaining insulin, and was informed that fill estimate would begin to decrease normally once remaining insulin matched static value; caller understood and acknowledged guidance, and no further corrective actions were documented.